Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 25/jul/2016. Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Two additional complaints were noted for devices sterilized under sterilization run (B)(4). However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to ensure that the chance of a nonsterile device is less than one in a million. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported left side "capsular contracture," baker grade unknown with no mention of surgical treatment or reoperation. Healthcare professional later reported "infection" and "redness, fever, pain" which was treated with antimicrobial administration. Device remains implanted.

Event description:
Healthcare professional reported left side "capsular contracture," baker grade unknown with no mention of surgical treatment or reoperation. Healthcare professional later reported "infection" and "redness, fever, pain" which was treated with antimicrobial administration. Device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2021-47765. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and infection are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and infection.